Manufacturer narrative:
Based on text, inratio reading results are 1.5-2 units higher than the lab readings, however, there are no reading results from the lab or the inratio monitor. An investigation is required at this time. In-house retains strips lot 060667 were tested using therapeutic blood from two donors. The acceptance criteria is as follows: if the mla inr is less than 2.0, then the allowable difference between the inratio inrs and the mla inr shall be +/-0.5. If the mla inr is 2.0-4.5, then the allowable difference between the inratio inrs and the mla inr shall be +/-1.0. The test results of retains strips lot 060667 done in 2007, are as follows: see scanned table. Based on the above test results, retained lot 060667 meets the criteria for strips accuracy.

Event description:
Caller alleged inaccuracy with inratio. Caller alleges that inration gave high inr's and the lab gave expected inr. The differences were 1.5-2.0 units apart.